Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the customer noted that the harmonic ace insert head broke off and fell inside the patient. It was confirmed that the fragment was retrieved during the same procedure. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the device was not inspected prior to use. The device performed as intended up until it broke. The device did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the blade broke off and fell inside the patient, the fragment was retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was resistance upon final removal of the device through the cannula. The surgical staff did not notice any other damage to the device. However, the cannula was damaged. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument the harmonic ace insert for evaluation, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A log review was performed to confirm that the urology procedure was performed on (B)(6) 2022 via system sh2222. Images of the harmonic ace insert related to this event were received and a review of the submitted images was performed. From the images provided, it was confirmed that the harmonic ace insert blade was missing/detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace insert blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.217¿ from the base. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The clamp arm does not exhibit any signs of physical or cosmetic damage. The root cause of the broken blade is typically attributed to mishandling/misuse.